Manufacturer narrative:
Section evaluation summary: post market vigilance received one device. The visual inspection of the device noted; the trocar balloon was broken. The lock collar, valve seal and doors appeared intact. The inflation syringe and obturator were not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional info. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra- operatively in a vats esophagectomy, while making an access in the patient¿s cavity, the balloon physically broke and it did not inflate. They used another device to complete the case and resolved the issue. The patient was alive with no injury. The device is expected to be returned for evaluation.